Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm. Blood glucose level at the time of the incident was 290 mg/dl. Blood glucose level at the time of the call was over 500 mg/dl, which was treated with a manual injection. During troubleshooting, the customer confirmed that the cannula was bent. The customer was advised to change the set and will return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.